Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter was reading inaccurately high in comparison to another meter emergency medical services (ems). The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2019, 10:30am. He reported that he obtained an alleged inaccurately high result of "89mg/dl" on the subject meter compared to "66mg/dl" on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with oral medication, diet and exercise and made no change to his usual diabetes management routine in response to the alleged product issue. The patient stated that on an unspecified time after the alleged issue began, he developed the symptom of "felt unresponsive". The patient reported that 10 minutes after ems arrived, they obtained the blood glucose result of 66mg/dl on the ems meter. The patient stated that he self-treated with glucose tablets/gel. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter which resulted in ems intervening.